Manufacturer narrative:
The user experienced severe hyperglycemia requiring hospitalization while on ilet therapy. Engineering log review confirmed that device data corresponding to the reported event timeframe were available through (B)(6) 2026 at 11:04pm and showed no malfunction alerts, no factory reset, and no motor errors; the ilet was delivering insulin as requested and responding appropriately to cgm glucose values. During troubleshooting, the user and caregiver confirmed improper infusion set insertion technique, specifically removing the infusion set manually rather than deploying it using the inserter mechanism. The improper insertion technique resulted in ineffective insulin delivery and subsequent hyperglycemia requiring hospitalization. Based on available information, the event is attributed to user error involving improper infusion set insertion resulting in ineffective insulin delivery. If additional information becomes available, a supplemental MDR will be submitted.

Event description:
On (B)(6) 2026 it was reported that on (B)(6) 2026 the user experienced hyperglycemia with blood glucose (bg) levels of 582 mg/dl, resulting in hospitalization. The user was admitted on (B)(6) 2026, treated with IV insulin and insulin injections, and discharge status is unknown. Additional symptoms reported included leg pain, jaw pain, difficulty walking, and elevated potassium levels.